Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "when surgeon opened product box to take out the insert during the operation, surgeon found out that the wire of anterior part was detached with the insert. With another product, surgery can proceed duly."